Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Subsequently, it was reported insulin leaked at the cartridge septum. Customer changed the cartridge to address the issue. Customer's blood glucose level was 197 mg/dl.